Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the insulin gauge was inaccurate and static. Reportedly, the customer loaded cold insulin into the cartridge. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged minimum fill and insulin gauge issue could not be verified.